Manufacturer narrative:
The exposed portion of soft cannula was found to be bent. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Cracks were observed on the top housing of the received pod. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 360 mg/dl while wearing the pod between 1 and 4 hours on the arm. As treatment, a new pod was applied and a bolus was delivered.